Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was reported that the patient experienced ventricular tachycardia arrest approximately two days post implant of a leadless implantable pulse generator (ipg) and this was the cause of death.